Manufacturer narrative:
(B)(4).

Event description:
Patient's health professional contacted dexcom on behalf of the patient's mother on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion site and date of insertion are not known. There was no report of any injury or medical intervention. No additional event or patient information is available.